Event description:
The customer received a questionable c-reactive protein gen.3 (crp) result on their c501 analyzer. The units of measure were not provided. The patient's initial crp result was 0. The first repeat result was 53.15. The second repeat result was 54.18. It is unknown which results were reported outside the laboratory. It is unknown if the patient was adversely affected. The crp reagent lot number and the expiration date were not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided by the customer. Calibration and quality control results were within range. The service engineer checked the instrument and performed precision testing, but could not find the root cause. A random checking of samples in the laboratory found many tubes with gel-like substances and oils on the samples. No patients were adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).